Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What part of the device broke off, the tip, one of the buttons? Did the obturator break? Did the stability sleeve break?

Event description:
Once inserted the retroactor the trocar broke into the patient. The broken piece has been removed from the patient and the procedure was concluded using another trocar- no adverse event for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify: what part of the device broke off, the tip, one of the buttons? Did the obturator break? Did the stability sleeve break? Response: additional information not available.